Event description:
The peritoneal dialysis (pd) patient reported that she was completing pd treatment manually due to drain complications for approximately a month on ther libery cycler. The patient reported that she was recovering from peritonitis. During the follow-up call, the pd nurse stated that the patient was treated with outpatient antibiotics. The patient also started using heparin. The cycler was replaced.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile filed an/or septic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. Peritonitis may lead to the formation of fibrin within the lumen of the peritoneal dialysis catheter,with subsequent problematic draining, and it is not related to the use of the cycler. The patient continue pd treatment on the replacement cycler. The actual device was returned for evaluation and determined to be functioning according to product specifications. A visual inspection was performed and there was no dried fluid noted. There was no dried fluid in the pneumatic and vacuum lines. A simulated treatment was completed without any alarms or noted fluid leaks. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviation or non-conformances. Product labeling, material, and process controls were within specifications.